Manufacturer narrative:
Approximate age of device ¿ 57 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the heart catheterization lab on (B)(6) 2016 and was found to be anemic with black stools. Consequently, the patient was given two units of packed red blood cells (prbc¿s). No known alarms sounded. The patient was taking warfarin at the time of event and was hospitalized after gastrointestinal bleeding was discovered.

Manufacturer narrative:
Investigation findings: the patient remains ongoing on pump support. A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.